Event description:
It was reported that a physician, in training in the use of the prostar xl device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after the knot was advanced to the arterial wall, some force was applied to lock it and the suture was pulled out of the artery. A cut down was performed and hemostasis was achieved. There were no reported adverse patient effects. No additional information was requested.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.